Event description:
It was reported that patient received inappropriate therapy due to noise. High pacing threshold, lead fracture and under sensing were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Complete lead was returned in two sections. Analysis found external insulation abrasion at 36.6 - 36.7cm from distal tip. Both rv cables, ptfe liner and inner coil were damaged at this region.